Event description:
The reporter on this account is the patient's mom. Patient has been a long time user of the dexcom cgm. He previously was using the g6. In 2026, he upgraded to dexcom g7. It only took a few days before the g7 started with issues. The sensors had intermittent connection to the cgm. It would connect, re-connect, then lose connection then connect again. This continued after ever use once started. The patient gave the g7 time to acclimate to see if the issue would resolve on its own, but it didn't. After two months, the patient decided to go back to g6 version. Patient experienced no signs or symptoms related to the incident.